Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. The distributor checked the ventilator at their office. The ventilator was reported to have reset itself and an alarm sounded while the display screen of the photo showed. There was a rattling sound heard from inside the ventilation during ventilation prior to ventilation stopping. If the ventilator is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the ht70 generated an alarm, the display screen was dark and stopped ventilation. A system error was confirmed upon connecting the power outlet. The patient was manually ventilated via an ambu bag while the ventilator was restarted with no harm to the patient. The ventilator was later replaced by the distributor.